Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The cause of the alarm was reported to be due to a loose connection between a supply bag and supply line. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected to the device at the time of the alarm. This occurred during dwell five of five of peritoneal dialysis therapy. During troubleshooting, it was discovered that there was a loose connection between a supply bag and supply line during therapy. The nurse was advised to start therapy over using new supplies or to complete therapy using a manual exchange. There was no patient injury or medical intervention associated with this event. No additional information is available.